Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 1/18/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results of 402 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 169 and 167mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is december 2017. The meter memory was reviewed for previous test result history: result 1 :296mg/dl, date: (B)(6) 2018 time:1:35pm fasting; result 2 :295mg/dl, date: (B)(6) 2018 time:1:45am fasting; result 3 :335mg/dl, date: (B)(6) 2018 time:7:00pm fasting; result 4 :326mg/dl, date: (B)(6) 2018 time:8:00pm fasting; result 5 :402mg/dl, date: (B)(6) 2018 time:5:50pm fasting. The customer is calling because she feels that the results he is getting from the meter are reading high.